Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor high profile 650cc gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round saline prosthesis (left), and a mentor high profile 650cc gel implant (right). On (B)(6) 2017 left sided deflation was diagnosed during a physical examination. Explant was performed on (B)(6) 2018, and right sided rupture was observed. The patient¿s outcome was fully recovered with no residual effects. No additional issues were noted.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 5/31/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round saline prosthesis (left), and a mentor high profile 650cc gel implant (right). Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.4 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. After explantation, patient¿s implants were replaced with mentor memorygel breast implant 250cc and mentor memorygel breast implant 500cc gel breast prostheses.